Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone as a result of moisture damage on the interface board, motherboard, and the liquid crystal display.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer stated that he jumped into the pool while wearing the insulin pump. Troubleshooting was performed. The customer stated that there is no water under the liquid crystal display. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.